Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, the second staple line was incomplete. The patient status is o.k. And the patient was regularly released from hospital.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the returned product noted that the reload was fully fired. Microscopic evaluation noted that the reload had several sub-flush staple pushers. The clamping mechanism was deformed. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of clamping mechanism deformation and sub-flush staple pushers may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: as per the additional information received, the patient status is o.k. And the patient was regularly released from hospital.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic extended recto-sigmoidectomy. The surgeon placed the first staple line without any difficulties. He/she decided to do a second transection deeper than the first staple line. During transanal palpation, he/she discovered the staple line was insufficient. To resolve the issue, the procedure was converted to open. The staple line was incomplete centrally and was oversewn. The incision was extended more than one inch. Surgical time was extended by 30 minutes or more, but no adverse event is attributed to the extension. Patient status is alive, no injury.